Manufacturer narrative:
The customer's report was observed at zoll medical corporation and attributed to having the incorrect application software loaded. It could not be firmly established what caused the need to reinstall the software. Historically failures of this type are a result of the device's software being upgraded in the field. The correct AED plus application software was installed to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complaintant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.